Manufacturer narrative:
Additional information: patient demographics provided. The reported issue occurred in a lumbar spinal fusion. Supplemental aro information is as follows: (B)(6). Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter of the event has not been received by medtronic at the time of filing. Onsite functional and visual examination was performed. The system passed a system checkout and no issue was found.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the site had taken a spin and began navigating. They went to take another spin intra-operatively, but the exam was stuck transferring for five minutes. The site cancelled the transfer and rebooted both the imaging and navigation systems, but they were still unable to transfer. The transfer would complete on the imaging system, but the navigation system said ¿receiving¿ and nothing appeared. The site checked that the exam had a navigation tag. The site performed another spin. Surgery was completed utilizing the imaging system and there was no reported patient impact.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.